Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: rupture-silicone migration: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. Fatigue: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Varied injuries: unable to observe since it is not related to the device. Crease folding of implant: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient representative reported: "cysts", "severe fatigue, fatigue syndrome and difficulty concentrating", "breast implant illness (bii)", "internal rupture, folding, echogenic signals, enlarged lymph nodes are present near the axillary left area, dispersed breast tissue and silicon presence in a lymph node" diagnosed via mammography. Patient representative reported: "folding of implant, dense glandular tissue with small scattered cysts and lymph node in the axillary region with a diameter of up to 8 mm" diagnosed via MRI. Patient representative reported: "capsular fibrosis", "movable lymph nodes in the axilla" and "intracapsular defect with silicone in two lymph nodes" diagnosed via ultrasound. The events of ¿severe fatigue,¿ ¿diagnosed with fatigue syndrome,¿ and ¿dense glandular tissue with small, scattered cysts¿ have been deemed not device related. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Patient representative reported: "cysts", "severe fatigue, fatigue syndrome and difficulty concentrating", "breast implant illness (bii)", "internal rupture, folding, echogenic signals, enlarged lymph nodes are present near the axillary left area, dispersed breast tissue and silicon presence in a lymph node" diagnosed via mammography. Patient representative reported: "folding of implant, dense glandular tissue with small scattered cysts and lymph node in the axillary region with a diameter of up to 8 mm" diagnosed via MRI. Patient representative reported: "capsular fibrosis", "movable lymph nodes in the axilla" and "intracapsular defect with silicone in two lymph nodes" diagnosed via ultrasound. Patient representative later reported reported: "hypothyroidism" which is considered not device related, "low blood pressure", "varicose veins", "fibrocystic mastopathy tissue ventral to the prosthesis", "two lymph nodes with typical echoic ¿snow flurries¿ as a sign of silicone load, not suspect", "lymph nodes displaced in the axilla are palpable", "silicone detectable in two lymph nodes in the axilla", "dense fibroglandular lymph node tissue without suspicious focal findings or architectural disorders", "internal rupture of the left-sided inlay with corresponding echo-rich reflexes and signs of pronounced wrinkles in the upper inner quadrant", ¿irritable wound¿, ¿drainage collected 25ml serous liquid¿, ¿oral hormonal contraception¿, and ¿no lymphomas¿. This record is for the left side. The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Upon further review, the events of capsular (fibrosis) contracture, silicone migration and granuloma (silicone deposit/presence in lymph node, suspected intracapsular defect with silicone in two lymph nodes) are part of the patient¿s past medical history and not alleged against the current left side device. These events will be unreported. Unreporting previous h6 events: e2303, a010102, a010402, e2317.

Event description:
Upon further review, the events of capsular (fibrosis) contracture, silicone migration and granuloma (silicone deposit/presence in lymph node, suspected intracapsular defect with silicone in two lymph nodes) are part of the patient¿s past medical history and not alleged against the current left side device. These events will be unreported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the events (a0412 material rupture and a010402 migration. The reported events of "capsular contracture, baker grade unknown," "lymphadenopathy," and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, granuloma, lymphadenopathy, rupture, silicone migration.

Event description:
Patient representative reported: "cysts", "severe fatigue, fatigue syndrome and difficulty concentrating", "breast implant illness (bii)", "internal rupture, folding, echogenic signals, enlarged lymph nodes are present near the axillary left area, dispersed breast tissue and silicon presence in a lymph node" diagnosed via mammography. Patient representative reported: "folding of implant, dense glandular tissue with small scattered cysts and lymph node in the axillary region with a diameter of up to 8 mm" diagnosed via MRI. Patient representative reported: "capsular fibrosis", "movable lymph nodes in the axilla" and "intracapsular defect with silicone in two lymph nodes" diagnosed via ultrasound. The events of ¿severe fatigue,¿ ¿diagnosed with fatigue syndrome,¿ and ¿dense glandular tissue with small, scattered cysts¿ have been deemed not device related. This record is for the left side. The device has been explanted.